Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer report of 333.57 seconds of un-actuated fluoroscopic x-ray was confirmed by a review of the system log. The hard disk drive, control panel processor pcb assembly, io pcb assembly, and generator interface (gib) pcb were evaluated and replaced. The surge suppressor pcb was also replaced and the system ground connections were secured. All three fluoroscopic switches were also replaced during the service event. The system was approved to be returned to service. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that system was parked in the corner of the operating room and produced fluoroscopic x-ray without the command of an operator. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The investigation into the reported event was completed. It was determined that an exposure of 333.57 seconds in duration could be confirmed in the log file. The log file showed that the software received a switch press. Per the customer, the user identified they did not knowingly press the switch, indicating an x-ray was generated without a user command. Based on the analysis of the log files and system analysis, it is probable that somehow during the moving of the draped system, one of the switches was inadvertently (unintentionally) activated, perhaps by the drape itself, but also potentially by the footswitch being compressed by some part of the system during the movement. Since it is unknown what caused the switch press, the root cause is undetermined. No further actions are planned by the manufacturer at this time.